Event description:
Pt's mother reported that the pump was not properly recording insulin delivery and alarm histories.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged memory component on the circuit board.